Event description:
In 2009: customer states the units arm fell from the ceiling. No pt of user injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.